Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of a minicap transfer set had a fracture in it. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed. The sample failed during clamp function testing, leak testing, and visual inspection due to broken occluder feet and a cracked main body. The reported condition was verified, however, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.